Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.5 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Elevated iop, reduction of ica, unreactive pupil, shallow chamber, and glares/haloes were reported. A lens exchange is planned but has not yet been performed. Patient is currently on antiglaucoma and anti-inflammatory eye drops.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on 2015/12/15. Elevated intraocular pressure (iop), reduction of irido-corneal angles (ica), unreactive pupil, shallow chamber, and glares/haloes were reported. The surgeon performed anterior chamber irrigation/evacuation of remaining visco/fluids and intraocular injection (medication). Patient was on antiglaucoma and anti-inflammatory eye drops. The lens was explanted. Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. As per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).